Manufacturer narrative:
Sample collection and centrifugation information were not provided.qc was within established ranges.bci field service engineer (fse) replaced a defective t-valve.

Event description:
A customer reported that the unicel dxc 800 pro synchron chemistry analyzer generated one (1) erroneously low glucose (glu) result for one (1) patient. Result was not reported out of the lab. Repeated testing generated a higher result and the report was amended. No change to patient treatment or diagnosis was reported.